Event description:
It was reported that the customer received several error alarms on the insulin pump. Customer stated that the insulin pump was stored and not in use for an extended period of time. Self test was performed and passed. Customer's current blood glucose reading is 75 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.